Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had battery issues. Customer¿s blood glucose was 2.7 mmol/lat the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.